Event description:
For results that were higher than usual. On one occasion, she took 2 tests within 10 mins and received readings of 492 and 113 mg/dl. The caller did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.